Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected low battery alert, replace battery now, or power loss alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a replace battery alarm without a low battery alarm. The blood glucose value of the customer was 10 mmol/l. The customer stated that this was the second occurrence of the error which occurs twice a day for the last three days. The customer stated that the battery cap was not damaged, lose or cracked. The product will be returned for analysis.